Event description:
Customer states: "urologist was performing ureteroscopy. When the urologist was inflating the cook ascend uretral dilation catheter set, it deflated under pressure at 6 atm pressure. When the balloon deflated, it caused extravagation of dyr through the ureter. The urologist retrieved the catheter and palced a stent in the ureter. The procedure was abandoned. The urologist intends to leave the stent in for several weeks. If the stone is visible, he will remove it by lithrotripsy. If not, he will remove the stent and allow the stone to pass spontaneously."